Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that following placement of the device for infusion of medication, the needle of the insertion device was unable to be retracted into the safety position. No adverse effects to patient or user reported.